Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that nutren jr was being infused into the patients ng tube when the rn noticed that the joey pump was leaking at the top of the pump. Formula was seen accumulating on the top of the pump, under the lid and along the portion where the tube connects to the pump and was dripping down the side of the pump. Both the pump and bag were removed from the patients room and a new pump and bag were set up to deliver to the patient. There was no harm to the patient.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. A sample was received for evaluation. A visual and functional test was performed and the reported issue could not be confirmed. The personnel involved in the manufacturing process were notified of the reported issue. No corrective actions will apply since failure mode was not confirmed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.